Event description:
It was reported that on (B)(6) 2009, the primary surgery was performed using adept (competitor device) with simplex p for the alcoholic necrosis of femoral head ((B)(6) female). The simplex p was mixed with mix kit which has no vacuum. During the surgery, it was found, when the pt was opened, that the necrosis was developed deeper than expected (extended to the neck), as a result the necrotic part could not be removed completely. The alignment appeared good in the post-op x-ray, however, it seemed the bone, which still partly necrotic, could not bear the implant and resulted in femoral neck fracture as well as mal alignment (inverted). On (B)(6) 2009, the pt was revised using large head and super secur-fit. It was further reported that there was a bubble in the cement which is in the adept cup.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4).